Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system rebooted when the drawers were slammed closed. As per part investigation, it was determined that the reported reboots were caused by a damaged pyxibus cable with exposed copper strands, resulting in thermal damage and compromised drawer functionality. However, there were no delays to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "med es - pyxis reboots when drawers are slammed closed by rn" was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that found a damaged pyxibus cable that caused station reboots when drawers were slammed. The fse replaced the cable and verified proper drawer functionality in diagnostics and confirmed successful customer testing in the application confirmed issue resolved. During dchu visual inspection: pn 120547 01: the unit revealed signs of thermal damage, including exposed copper strands with sharp bends and visible burn marks. No fluid ingress or other anomalies were observed. During dchu testing: pn 120547 01: no testing was required due to evidence of thermal damage, with exposed copper strands with burn marks observed on the "assy cbl pyxibus 6 drawer". The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue "med es pyxis reboots when drawers are slammed closed by rn" was due to the damaged of the "assy cbl pyxibus 6 drawer (pn 120547 01) which had signs of exposed copper strands leading to the observed thermal damage which compromised the drawer's functionality.